Event description:
Info received indicates, the ground loss light on the footboard was flashing.

Manufacturer narrative:
The tech replaced the ac plug to repair this bed. The ac plug was intact and there was no sign of damage or a loose ground prong. He suspected an open internally on the ground wire.